Event description:
The customer reported that there was a big scratch across the lcd screen of his insulin pump. His blood glucose was 306 mg/dl, which was treated with the insulin pump. The customer stated he had over-corrected for a low blood glucose and ate to correct for this. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.